Event description:
The defibrillator charged and discharged energy to the pt, but reportedly the attached monitor displayed an energy not delivered message. The operator recharged the defibrillator after checking connections, but when the device discharged again the message returned. The pt was not resuscitated. The reporter stated the pt outcome was not adversely affected by the report, due to a lack of pt viability. The device and attached monitor were removed from use for an eval by the local factory service representative.